Event description:
The consumer allegedly received a large deep cut under their breast from the bare metal shaft of the inductive joystick. Apparently the user lost their balance during a transfer and fell onto the exposed metal shaft. The injury required sutures to close.